Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the battery compartment was damaged and the downstream occlusion sensor seal was torn. It was also observed that the tamper seals were removed or broken. Functional testing involved accuracy testing and it was found that the device was under delivering to manufacturing specifications. The expulsor was replaced to correct the reported issue. Service history review identified the complaint was not related to a previous service of the device within the review period.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited an under-infusion during testing, no patient involvement.